Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the stylus did not align with the cursor on the touch screen; overlay found out of electrical specification. Analysis also confirmed the power cord was pulling apart at the plug (damaged). (B)(4).

Event description:
It was reported the pen will not calibrate. New software, calibration test/procedure done to no avail. It was also reported the power cord was separating near plug/cord junction. The programmer was returned for repair. No patient complications have been reported as a result of this event.